Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump had alarmed an error code 11 and after that after they reset the pump, it appeared to be running, but was not delivering. Mmd did follow up with the initial reporter, who stated that their pump had been replaced. They did not report the patient experiencing any adverse effects due to the complaint and stated they had no other information. [ (B)(4) ].